Event description:
The customer reported that the system would not boot up. Further investigation determined the system had displayed a "kv on in error" error message and shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was identified as requiring replacement. The customer has not yet decided to move forward with the repair.